Event description:
It was reported that the pacing impedance on the right ventricular (rv) lead was high and out of range which triggered an alert. The lead remains in use, but a revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant 5076-52 lead implanted: 2003-(B)(6). (B)(4).